Manufacturer narrative:
Correction: sample not returned. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. The reported device has been in use since 2006, so more than 13 years of service life. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition is unknown.

Event description:
It was reported that the insertion position indicated by the one shot guide and the position of the actually inserted guide pin were misaligned during gamma3 operation. Therefore, the one shot guide was not used and the operation was continued. Procedure was completed successfully with no adverse consequences or surgical delay reported.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the insertion position indicated by the one shot guide and the position of the actually inserted guide pin were misaligned during gamma3 operation. Therefore, the one shot guide was not used and the operation was continued. Procedure was completed successfully with no adverse consequences or surgical delay reported.